Event description:
Surveillance study. It was reported that following a cornonary artery drug eluting stenting treatment procedure, the patient developed restenosis. The index procedure treated the de novo, 75% stenosed, 2.75x20mm lesion of the mid lad (left anterior descending). Treatment consisted of predilation with two balloons at 10atm, placment of a 2.75x32mm taxus express2 stent at 18atm, and post dilation with two balloons at 18atm resulting in 0% residual stenosis and timi 3 flow. The patient was discharged two days post procedure on bayaspirin and plavix. No problems were found at the one, six, and twelve month follow ups. The patient returned and was hospitalized 401 days following the index procedure with 75% restenosis of the mid lad. The 2.5x10mm lesion was treated with balloon dilation resulting in 0% residual stenosis. The patient was discharged two days post reintervention. The patient was reported to be taking bayaspirin and plavix at the time of this event.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.